Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil penetrates through the myometrium/essure coil migration of approximately l crn in length into the myometrium'), fallopian tube perforation ('left essure coil penetrates through the left fallopian tube wall/embedded end grossly perforates the proximal left fallopian tube wall') and embedded device ('essure coil is embedded within the left cornual ostia') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device, fallopian tube perforation and uterine perforation to be related to essure (ess205). The reporter commented: state of removal: maryland concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation, uterine perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information added. Event medical device removal updated to event right essure coil penetrates through the myometrium. Event: left essure coil penetrates through the left fallopian tube wall, essure coil is embedded within the left cornual ostia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: state of removal: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: state of removal: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.